Event description:
Reporter alleged, that on (B) (6) 2009, the pt received a discrepant blood glucose result of 69 mg/dl at 6:36 back to back with results of 171 mg/dl at 6:40 and 75 mg/dl at 6:44 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the pt received a discrepant blood glucose result of hi (greater than 600 mg/dl) at 0:14 back to back with a result of 105 mg/dl at 0:16 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the pt received a discrepant blood glucose result of hi (greater than 600 mg/dl) at 18:17 back to back with a result of 123 mg/dl at 18:21 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.